Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the catheter split during chemotherapy administration. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, no leaks were observed. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported the catheter split during chemotherapy administration. No other information was provided. Additional information: the PICC splits have all been internal and I have not been able to see them with imaging, I have detected the splits after removal. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted to brachial vein, 5cm exit marking, total length 42cm, secured with securacath. PICC was used for oncology treatment (docetaxel, cyclophosphamide, epiribicin - breast ca) ;no kitelock used. No interventions were needed for occlusions. The internal leakage was identified thru patient symptoms. There are no xray images available for this event. Catheter site was cleaned with chloraprep.